Event description:
As reported, (B)(6) 2012, a pt of unk gender and age presented for an angiographic procedure. During procedure prep, when the attending physician was removing the product from the packaging via the product tip, it was noted the tip of the catheter was broken. As the defect was noted prior to insertion, the product did not come into contact with the pt; therefore, there was no pt harm or injury. The reported device was set aside to be returned to the manufacturer for evaluation.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and components lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).